Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would not vibrate. The customer's blood glucose was 291 mg/dl at the time of incident. The customer performed self test and the insulin pump did not vibrate during test. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was unable to vibrate due to a broken black vibrator wire. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. No beep anomaly was noted. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners and minor scratches on the display window.